Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing pain at the pocket site and as such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. A4: patient weight is unknown.